Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, for the first firing for appendectomy, the surgeon tried to squeeze the handle, however could not fire the device. Replaced with a new handle, however the same event occurred. Then replaced by a new cartridge and the firing was completed with no problem. There was no injury to the patient.